Event description:
Customer reports back to back testing on the advantage system with results of 540 mg/dl and 200 mg/dl. No quality control information was provided. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.